Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had to change pump supplies multiple times in order to resume insulin delivery. No additional patient or event information was provided. Customer's blood glucose was 197 mg/dl.